Event description:
It was reported that the colonovideoscope had a poor image quality during a diagnostic colonoscopy under sedation in an endoscopy room. This resulted in a procedural prolongation of greater than 30 minutes and was completed using a backup device. There are no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the results of the device inspection, water invasion marks were observed in the scope connector of the device in question. Therefore, it is considered that the event occurred because the electronic board of the scope connector was damaged by water invasion. Since the water leakage test had passed, the possible route of water invasion was the venting connector. It is possible that water invasion could have occurred by attaching/detaching the scope connector with water droplets adhering to the surface of the venting connector or the water detection connector, or by attaching/detaching the scope connector underwater, etc., but this cannot be specified. Olympus will continue to monitor field performance for this device.